Event description:
It was reported that a user experienced high blood glucose while using an ilet system with a 6 mm infusion set, with contact detach suspected; after the agent instructed the user to replace the infusion site, the blood glucose decreased. Investigation included troubleshooting. Investigation of this case revealed that the infusion site was likely compromised, and glucose improved following site replacement. No clinical symptoms associated with hyperglycemia was reported. Outcomes included no hospitalization and resolution after site change. It was concluded that the event was consistent with hyperglycemia of unclear cause that resolved with infusion site change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.